Event description:
It was reported that the battery leaked. Product return has been requested for evaluation however; the battery is not available for analysis as of the date of this report.

Manufacturer narrative:
(B)(4). Device currently unavailable.